Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported after intraocular lens implantation, some patients were not happy with their intermediate vision as expected (supposed to have a high point with lens), some patients complained of starbursts, halos and visual disturbances and were frustrated particularly when driving at night and some patients experienced soft distance vision, meaning fine acuity but poor contrast sensitivity at distance.